Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issue was caused by the faulty circuit board. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had cosmetic wear on the housing, and faulty circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor was not powering up for a diagnostic procedure. There was no harm or user injury reported due to the event.